Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited undersensing on some stored electrograms (egm). Additionally, it was noted that atrial tachycardia/atrial fibrillation therapies had been disabled due to a lead position check failure over a year earlier. The rv lead and ra lead remain in use. No patient complications have been reported as a result of this event.